Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) shows a port 1 and port 2 error message, no missed alarms or patient injury reported. Nihon kohden technician walked the bme through the procedure to clear the error message and once that was completed the message cleared. Attempt #1: on 08/16/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: on 08/18/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shows a port 1 and port 2 error message, no missed alarms or patient injury reported. Nihon kohden technician walked the bme through the procedure to clear the error message and once that was completed the message cleared.